Event description:
It was reported to medtronic neurosurgery that during intraoperative testing the delta valve was observed to repeatedly fail the opening pressure test performed prior to implantation. The valve did not open within the pressure range specified for that performance level.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and leak testing. The device met all requirements for pressure-flow and preimplantation testing. It is unk what caused the reported event. A review of the manufacturing records showed no anomalies. No impact to the pt was reported. All of the valves are 100% tested at the time of manufacture.